Manufacturer narrative:
There is no alleged failure of the unit and the device is not available for evaluation. Legal case.

Event description:
On or about (B)(4) 2015 stryker received notice that a neptune 1 silver device was used on a patient's wound drain following a posterior lumbar interbody fusion from l3 through s1 on (B)(6) 2011. The patient lost 1400 ccs of blood in under one minute. The patient lost blood pressure and a pulse, and required emergent resuscitation leading to a significant anoxic shock to the brain and organs. There are no allegations the product failed to perform as designed. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.